Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on a peritoneal dialysis (pd) transfer set "would not close fully and therefore fluid was leaking out". This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury, however, the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on a peritoneal dialysis (pd) transfer set "would not close fully and therefore fluid was leaking out". This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury, however, the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Correction to f10/h6 (component codes): add g0405203. Correction to b5: it was clarified that the location of the leak was not specified (clamp level or female connector end). Should additional relevant information become available, a supplemental report will be submitted.